Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak hypodermic syringe with needle there was an issue with broken plunger rod. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd plastipak hypodermic syringe with needle there was an issue with broken plunger rod. There was no report of injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and the maintenance order potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe plunger rod damaged. The probable cause for the defect is related to failure at plunger feeder system at assembly machine. The occurrence reported from this complaint will be monitored for trend evaluation.